Manufacturer narrative:
An abbott field service engineer was dispatched to the account and replaced two peristaltic head tubings (tubing, peristaltic head, part number 7-202464-01) and the cuvette drying tip (part 09d51-02). The analyzer was returned to normal operation. No subsequent discrepant or erratic results were reported by the customer after the replacement. Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, a labeling review, instrument log review, and an instrument service review. No returns were made available from the customer site for this evaluation. No adverse trend was identified for the customer issue, where issues related to peristaltic head tubing were associated with discrepant results. Labeling was reviewed and found to be adequate. The issue was resolved through standard troubleshooting procedures. Service history review identified no contributing factors to the customer issue. Based on all available information and abbott diagnostics complaint investigation, no product deficiency was identified.

Event description:
The customer reported falsely elevated creatinine results for one patient generated using the architect c16000 analyzer. The customer uses normal range high value 1.3 mg/dl. Sid (B)(6): initial 4.5 mg/dl, repeat using another analyzer 1.25, repeat using another sample (serum) 0.77. No impact to patient management was reported.